Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 01/21/2010 and 02/11/2010. A completed questionnaire has not been received. (B) (4). (B) (4)

Event description:
A user facility reported that an intraocular lens (iol) was scratched. Patient impact is unknown. Additional information has been requested.